Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited noise reversion episodes. The noise was reproducible with provocative testing. The patient did not experience any adversed consequence. The lead was replaced successfully.